Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k023331, bk050036. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had draw volume issues. This occurred on 8000 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: draw volume.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had draw volume issues. This occurred on 8000 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: draw volume.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.